Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2021 at 9:56 am est. The patient's sample resulted in a viral CT value of 35.54 which is in the positive range. No corrections were made to this test report upon release to the patient. Sample (B)(6) was located on (B)(4) at position g6 and testing started on (B)(6) 2021 at 4:04 am est and the result for this test was released on (B)(6) 2021 at 4:00 pm est as a positive. Per the clinical lab's investigation, results for sample barcode (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the control. The patient's sample (B)(6) was located on (B)(4) at position g6. The cls stated; the repeated samples were next to a sample with CT value less than 25 and more than 5 CT cycles away. Samples that have been contaminated typically would have a viral CT value of greater than 5 -7- CT units from the most positive sample (which correspond to the lowest CT).the sample in g6 was not next to a sample that with a CT value less than 25 and not repeated. (B)(4) was created manually ((B)(4)), extracted using kingfisher ((B)(4)) and prepared for qpcr. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success team member responded to the patient on (B)(6) 2021 and explained to the patient how curative's pcr test works and also explained how viral CT values are measured in regards to positive and negative value ranges. Customer success notified patient's mother how positive remnants can linger in a patient and advised a retest to be sure. Patient did not retest. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient's mother is claiming her son's result is a false positive because no one else in the family tested positive. Customer success spoke with the patient's mom regarding her sons test results. The mother claims her son received a false positive and that he is not symptomatic and that everyone else in the family tested negative. She did state that a few months ago someone tested positive at her son's school and they never tested. Customer success did let the mother know that if he was ever positive, there can still be remnants of the virus picked up by our pcr test. She stated that she believes the test was contaminated by someone on site, or that it was contaminated by another test."